Event description:
It was reported to MFR by facility, odd fellows home-uhf, per facility they were transferring a 265lbs resident from her bed to a chair when the threaded part of the apparatus between the scale and boom became disengaged. The scale, cradle, sling and resident fell. The resident hit her head on the bed and came away with a laceration to her back along with several bruises. Was sent to the ER for eval. She is back in the facility. MFR issued RMA to get lift returned for eval.